Event description:
The facility reports the pt was siting on the lift while the lpn was dressing them. During this process, the lift tipped and fell over. The pt had their arm through the back of the lift and their arm twisted when the lifter tipped over (no broken bones). No other injuries were reported.